Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 06) occurred with a new cartridge. Reportedly, the customer was not outside of the allowable operating altitude range. After a new cartridge was loaded with 250 units of insulin, a minimum fill notification occurred. The customer's blood glucose was 270 mg/dl. Reportedly, a new cartridge was loaded successfully and insulin delivery was resumed.